Event description:
A biomedical engineer reported that there was no vacuum during cataract surgery (with intraocular lens implant surgery). The surgery was completed after a new replacement was used. There was no information about patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. A fluidics management system (fms) cassette was returned for evaluation. During visual inspection we observed damage to the cassette in returned condition. The t shape black plastic pole on the cover was broken inside the cassette. The plastic material prevented the clamping mechanism jaw from engaging in the clamping slot, thus the cassette could not be inserted into the fluidics module. This prevents functional testing. The observed defect renders the device inoperable and therefore we were unable to perform a full evaluation to determine failure mode and confirm cause. The root cause of the customer's complaint could not be conclusively determined. The cassette was damaged in returned condition and unable to be tested on the console for a full root cause evaluation. After investigation of this complaint no corrective action is required at this time as cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).